Manufacturer narrative:
Purge pressure high: the cause of the issue was not established as no product or logs were returned and insufficient information was provided.

Event description:
Clinical review/rationale: an impella 5.5 was placed to support the 49-year-old male patient who had been admitted into the medical center with a diagnosis that was not shared. No underlying medical history or comorbidities were shared. The pump was supporting when after just under 2 weeks the team observed high purge pressure alarms that the team attempted to troubleshoot by the exchange of a purge cassette, but when this did not resolve the issue, the team added the lytic, tpa, to the purge solution. Per voice of the customer as relayed by abiomed field representative, it was solved with lysis. The pump remains on and continues to support the patient. The high purge pressure and cassette exchange will be conservatively reported however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.